Manufacturer narrative:
Investigation results: the device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the broach handle appear to be dull and excessively worn, rendering it inoperable. The device is manufactured in 2013. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, the offset broach handle did not hold onto rasp when hammering the rasp out of the canal. The procedure continued using a backup device from smith and nephew, without surgical delay, and no injury to the patient.